Manufacturer narrative:
This report is submitted on 12 february 2020.

Manufacturer narrative:
This report is submitted on december 6, 2019.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, on (B)(6) 2019, the device was explanted. There are plans to reimplant the patient once the infection has resolved.